Event description:
Patient called alleging that meter gives a "not ok" message on the meter once the meter is powered on. Patient mentioned that they had to see their md who prescribed a replacement meter . Patient cleaned the meter and meter still prompts the "not ok" message. Patient did not receive any treatment at the time of testing, ccr was unable to resolve the issue and is sending patient a replacement meter.